Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation," and "hole on valve side." The device has been explanted.

Event description:
Healthcare professional reported, left side "deflation". Healthcare professional, later reported, "hole on valve side". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation/valve leak and/or damage: observed, opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure: creases and observed, broken on plug strap side assessed, as surgical damage were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions. Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d9, e1, h3, h6.